Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin. Additionally, when the customer had 20 units remaining in the cartridge, the customer received a low insulin alert, which decreased to 0 units of insulin. The customer's blood glucose level was 284 mg/dl, which was addressed with a correction bolus. During a follow-up call on (B)(6) 2016, the customer completed the load process with tandem technical support, and received an accurate fill estimate.